Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and upgraded the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).